Event description:
Based on the investigation of the plum 360 device, a delivery accuracy test was performed, which identified the issue as n251 cassette test failure. There was no patient involvement or reported patient harm.

Manufacturer narrative:
The suspected device was returned for evaluation. The device event log/alarm history was reviewed and n251 cassette test failure alarms were identified, confirming the reported issue. A review of the previous 12-month service history revealed no related complaints. Visual inspection identified fluid intrusion into the device mechanism. Functional testing was performed, including a delivery accuracy test, during which the device generated an n251 cassette test failure alarm, replicating the reported condition. The reported complaint was confirmed through both alarm history review and functional testing. Investigation determined that fluid intrusion into the mechanism resulted in damage to the pressure sensor, which was identified as the probable root cause of the failure. Appropriate repairs were performed, and the device was returned to service following completion of evaluation and verification activities.